Event description:
Urethral perforation, the implantation was still completed, a foley catheter was placed and will be left for 3-5 days while the perforation heals.

Event description:
Urethral perforation, the implantation was still completed, a foley catheter was placed and will be left for 3-5 days while the perforation heals.